Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, the pump¿s black box was reviewed and showed that the time and date reset to default settings after the pump powered off. Evaluation revealed that a single component on the printed circuit board was defective. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that a single component on the printed circuit board was defective. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.